Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy, while technical support assisted caller in resetting pump during call, arranged replacement pump.